Event description:
It was reported that a "crack" was observed in the tip of an es2 cannulated modular tap during post-operative cleaning. Surgery had successfully been completed with the device and no delay. No fragments of the device were left in the patient. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual: visual inspection confirmed that the tip of the tap had fractured. Device history records were reviewed for this lot, and no relevant manufacturing issues. Complaint history records were reviewed for this lot, similar complaints were identified. The es2 surgical technique recommends that the awl is used to create a pilot hole prior to tapping. It was unconfirmed if an awl was used or not during this devices use. Event occurred pre-op, not during a procedure. The most likely root cause was determined to be the age of the device. Device was manufactured in 2013 and is over 7 years old.

Event description:
It was reported that a "crack" was observed in the tip of an es2 cannulated modular tap during post-operative cleaning. Surgery had successfully been completed with the device and no delay. No fragments of the device were left in the patient. No adverse consequences or medical intervention were reported.